Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and will be continued to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt short of breath. Upon interrogation, the right ventricular (rv) lead exhibited high pacing thresholds and possible intermittent non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.